Manufacturer narrative:
No customer returns were available. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for this lot is within the established control limits which indicates that the lot is performing acceptably and comparable to other lots in the field. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
This report is being filed on an international product, architect intact pth, list 8k25-25, that has a similar product distributed in the us, intact pth, list number 8k25-27. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect intact pth results. Intact pth values were compared for two patient samples tested on the alinty ci module and two architect i2000sr analyzers. No adverse impact to patient management was reported. Sid (B)(6): alinity 116.70 pg/ml and architect 144.1, 145.3, 157.2 pg/ml. Sid (B)(6): alinity 90.82 pg/ml and architect 121.9, 87.3 pg/ml.